Event description:
Patient was prepped, and an incision was made below the left clavicle. U/s guidance was utilized to access the ancillary vein x2. A sheath was advanced through the first guidewire leading to the septum. The screw was deployed prior to septal implementation. However, upon retraction, the mechanism failed. The lead was removed with significant counter traction with the screw fractured within the septum. Manufacturer response for solia s 60, solia s 60 (per site reporter) representative was present during procedure.